Manufacturer narrative:
The used/damaged bioscrew 9mm x 25mm bioabsorbable interference screw was received for evaluation. Visual examination of the returned screw noted that 0.080 inch is missing from the tip of the screw and it was not returned. The driver was not returned; therefore, the alleged statement from the doctor that it was "defective" was not confirmed. The conmed representative visited the user facility and found the driver remains in use and found no evidence during examination of the driver that there was any visible defect. The reported issue that the screw was broken during insertion has been confirmed. The actual cause of the screw breakage could not be determined. A review of the device history record (DHR) found no anomalies or non-conformances noted during the manufacturing process that could have caused or contributed to this reported "breakage". Of the lot containing (B)(4) units, there have been no other similar complaints received. A two-year review of complaint data reveals a total of 4 complaints for this product family and failure mode combination. This is the only adverse event report for a bioabsorbable interference screw and this failure mode. This is considered an isolated incident. During this two-year time frame, there have been approximately (B)(4) units sold worldwide, making the rate of occurrence for this failure mode (B)(4). To date, there have been no patient long term adverse effects resulting from this type of incident. The bioscrew is used to provide interference fixation in anterior and posterior cruciate ligament reconstruction using bone-tendon-bone grafts and for femoral and/or tibial fixation in anterior cruciate ligament reconstruction using a soft tissue graft. Implantation of the interference screw is accomplished through arthroscopy or arthrotomy. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. The instructions for use provided with this device includes the following warnings and precautions: the risk of screw breakage during initial implantation may be influenced by several factors as discussed below. These factors are of increased importance when using smaller diameter screws: a. Use only with the linvatec tri-lobe driver. The linvatec bioscrew tri-lobe driver is intended for use with linvatec bioscrew bioabsorbable interference screws and respective 0.045 inch diameter straight guidewires. The three radial etch marks on the tip of the driver indicate full insertion for 20mm, 25mm and 30mm bioscrew bioabsorbable interference screws. Note: 30mm screws can only be used with modular drivers. B. Full insertion of the bioscrew driver within the lumen of the bioscrew absorbable interference screw is mandatory for proper implant delivery. Care must be taken to line up the lobes of the driver with the slots in the screw. Failure to ensure full engagement may result in implant breakage. Examine the driver prior to screw engagement for gouges, scratches or dents. Be sure the tip is not bent so as not to impede the engagement of the screw. The presence of these defects increases the risk of screw breakage. C. Endoscopic femoral implantation requires parallel alignment of the femoral tunnel, driver tip and bioscrew. Improper alignment increases the risk of screw breakage. D. Repositioning of the bioscrew requires coaxial driver insertion, proper alignment of the screwdriver lobes with screw slots and full driver/screw engagement. Proper positioning of the graft and parallel placement of the guidewire prior to screw insertion reduces the risk of screw breakage. Using less than full driver/screw engagement or improper driver/screw alignment increases the risk of screw breakage. E. The risk of implant breakage can be reduced by "notching" the tunnel and/or by "dilating" the bone block/tunnel wall gap with the tip of the bioscrew driver and/or "tapping" the bone block/tunnel wall gap with the linvatec bioscrew tap. For the 7 mm, 8 mm and 9 mm bioscrews, use the 7 mm bioscrew tap. For the 10 mm and 11 mm bioscrews, use the 8 mm bioscrew tap. F. Careful selection of screw size, with respect to bone block size, shape and tunnel diameter can reduce the risk of screw breakage. G. Use only with a straight 0.045 inch diameter guidewire. Use of a larger diameter guidewire will risk breakage of the bioscrew. H. Do not kink (sharply bend) the guidewire prior to or during insertion. Breakage may occur if the bioscrew is used with a kinked guidewire.

Manufacturer narrative:
As reported, the device is expected to be returned for evaluation. However, as of this filing, the device has not yet been received. A supplemental and final report will be filed upon receipt of the device and completion of the product evaluation and complaint investigation.

Event description:
The customer reported that during a left knee arthroscopy with anterior cruciate ligament repair when the surgeon attempted to insert the bioscrew 9mm x 25mm bioabsorbable interference screw it broke apart due to the screw driver not seated in screw. The surgeon was able to pull all of the parts of the screw back out and used another bioscrew to complete the case. There was no patient injury and a 2-minute delay reported. The surgeon indicated that the driver is defective. This event is being reported as a malfunction with potential for serious injury.